Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant, represents the prolieve catheter; a part of the kit. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed one day prior. According to the complainant, during the procedure, the prolieve system displayed a "low-water level" error warning. Adding water to the cartridge failed to rectify the situation. In addition, it was noted the anchoring balloon was leaking and appeared to have "popped". The physician successfully completed the procedure with another prolieve thermodilatation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."